Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical inc. We received a report of 11 patients complaining of extreme thirst and/or feeling unwell during dialysis therapy. Two patients experienced difficulty of breathing. These patients came for additional dialysis treatment. No further medical intervention was needed. The dialysis therapies took place on four different machines with serial numbers (B)(4). All of the affected devices were isolated and inspected by a local b. Braun's biomedical technician. Inspection revealed that there was a deviation in the final conductivity of approximately 2 ms/cm in the machines concerned. The consequence of this deviation is that the patients were treated with a higher sodium concentration in the dialysis fluid than intended, thus explaining their thirst. Analysis of the service reports of the affected machines showed that one external contract technician had previously calibrated the temperature and conductivity sensors on these machines. In order to find the root cause of the deviation, the technician's measuring equipment was sent to a testing laboratory for verification. The laboratory's test showed no deviation of the measuring device which could result in a conductivity deviation of approximately 2 ms/cm. For further root cause analysis a technician of the global technical service of b. Braun headquarter, melsungen, germany, was sent to australia to verify all machines in the respective dialysis center. For each machine which was previously serviced by the external contract technician a check and recalibration was performed. The check of the affected machines by the global technical service of b. Braun headquarter confirmed that the external contract manufacturer had set a wrong value when calibrating the conductivity sensors. To avoid a recurrence, the external contract technician was retrained on site by the headquarters' global technical service technician. Generally, each dialysis technician servicing b. Braun machines is certified by training. Calibration of conductivity and temperature sensors is described and explained in detail in the technical service manual and within the technical training course for certification. Since check and recalibration by the headquarters' global technical service technician no further abnormalities occurred. Approximately, 900 treatments are performed per machine per year. This results in 50.400 treatments at an installed base of 56 machines in australia in one year and 151.200 treatments in three years. Approximately, 900 treatments are performed per machine per year. This results in 112.788.900 treatments at an installed base of 125.321 dialog+ machines worldwide in one year and 338.366.700 treatments worldwide in three years. The incident rate of similar events outside australia is (B)(4). The incident rate worldwide, including australia, is (B)(4).

Event description:
As reported by the user facility: 2 patients were noted to be extra thirsty during treatment and have asked multiple times for a drink and reported to the nurses that they feel unusually thirsty. This report is for event #4.